Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis and will be doing in-center treatment until she can resume pd. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2025 with abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested while hospitalized on or around (B)(6) 2025 (exact date unknown) presented with pseudomonas (species not reported) in the culture and a wbc count of 14,536/mm3. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) gentamycin (dosage and frequency not reported) to address the infection while hospitalized. The patient was able to undergo renal replacement therapy while hospitalized (modality not reported). The patient was discharged from the hospital on (B)(6) 2025. The patient¿s pd catheter (not a fresenius product) was removed at some point following the onset of symptoms (exact date not reported) as the patient was transitioned to in-center hemodialysis for renal replacement therapy. Following discharge, an additional wbc count taken in the outpatient clinic on (B)(6) 2025 presented with 435/mm3 and 78% polymorphonuclear (pmn) cells. The patient was prescribed ceftazidime at 2000 mg daily for 14 days by the outpatient clinic. The ceftazidime was later extended an additional two weeks with the addition of oral levaquin at 500 mg every other day for two weeks. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). No further information concerning the patient¿s current disposition was provided.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined; however, there was no indication that the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is an opportunistic nosocomial pathogen that readily transmits to immunocompromised patients such as the esrd population. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis and will be doing in-center treatment until she can resume pd. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2025 with abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested while hospitalized on or around (B)(6) 2025 (exact date unknown) presented with pseudomonas (species not reported) in the culture and a wbc count of (B)(6). The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal (ip) gentamycin (dosage and frequency not reported) to address the infection while hospitalized. The patient was able to undergo renal replacement therapy while hospitalized (modality not reported). The patient was discharged from the hospital on (B)(6) 2025. The patient¿s pd catheter (not a fresenius product) was removed at some point following the onset of symptoms (exact date not reported) as the patient was transitioned to in-center hemodialysis for renal replacement therapy. Following discharge, an additional wbc count taken in the outpatient clinic on (B)(6) 2025 presented with 435/mm3 and 78% polymorphonuclear (pmn) cells. The patient was prescribed ceftazidime at 2000 mg daily for 14 days by the outpatient clinic. The ceftazidime was later extended an additional two weeks with the addition of oral levaquin at 500 mg every other day for two weeks. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). No further information concerning the patient¿s current disposition was provided.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler showed signs of physical damage: heater tray damaged (paint). Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A (as received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. There were visual indications of dried fluid on the edges from the rear panel. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.